Event description:
An aneurx bifurcated stent graft and its components of unknown size were implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel morphology is unknown. It was reported that a leak was caused by the separation of the 2 proximal cuffs from an angulated infrarenal aortic neck. The physician is planning to place a "gore" excluder graft from the renal ostium to reincorporate the two cuffs and the body of the main street. The date of this procedure is unknown. The pt's status is unknown. Further info from the user facility is pending at this time.